Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a jack of the comm sled. Failures across all matrix drawers. The field service engineer inspected and replaced the comm sled to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a main drawer failure and device not detected on bus. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.